Manufacturer narrative:
Review of the provided files is still ongoing; results are not available yet.

Event description:
Reportedly, on (B)(6) 2025, after interrogating a platinum dr (123db044), the programmer was loading indefinitly and the physician had no access to the episodes registered. However, when consulting patient files on the programmer afterward, every episodes registered are available.

Manufacturer narrative:
Review of the provided files confirmed the reported event: an interrogation procedure was performed on (B)(6) 2025 and was never ended. The user pressed the power button to shut down the tablet. Regarding episodes available on patient files, it is a mistake: logs show the patient files that were subsequently opened are from previous years: (B)(6)2025 = files from (B)(6) 2023 & (B)(6) 2025 = files from (B)(6) 2024. The event is caused by communication errors that occurred in the early stages of interrogation, leading the programmer to prompt an error popup. However, the web ui browser was not ready to process this request, and the pop-up was never displayed. As a result, the programmer was waiting for a response to this popup, and then, was loading indefinitely. In this case, it is recommended to reinterrogate the device after rebooting the tablet and to make sure the inductive head is correctly positioned, avoiding electric noise around. This case is retained and utilized for trend purposes. The event date and awareness date were updated since the initial reporter made a mistake while filling the case. The event date is on 19-march-2025 and the awareness date is 21-march-2025.

Event description:
Reportedly, on (B)(6) 2025, after interrogating a platinum dr (B)(6), the programmer was loading indefinitely and the physician had no access to the episodes registered. However, when consulting patient files on the programmer afterward, every episodes registered are available.